Event description:
Diagnosis degenerative joint disease, right knee (arthritis-primary). Total rt knee arthroplasty (B)(6) 2015. Experiencing pain and swelling of right knee joint replacement persistently and constantly. Limited range of motion. To alleviate pain, tried physical therapy (B)(6) 2015 - (B)(6) 2017, chiropractic treatment (B)(6) - (B)(6) 2017, genicular nerve radiofrequency lesioning (B)(6) 2018. All to no avail. Continued pain and limited range of motion.